Manufacturer narrative:
Additional information: PMA/510(k)# testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 899239 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 899239, test base part number 195-430wjr / lot: 899239. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 899239 showed that the complaint rate is (B)(4)%, respectively. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the patient sample.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 ag self test performed on (B)(6) 2025 with nasal samples. The consumer initially tested negative with the binaxnow covid-19 ag self test. The consumer performed a repeat test with another binaxnow covid-19 ag self test which generated a positive result. The consumer reported having a high fever. Although requested, no additional information including treatment and outcome was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 ag self test performed on (B)(6) 2025 with nasal samples. The consumer initially tested negative with the binaxnow covid-19 ag self test. The consumer performed a repeat test with another binaxnow covid-19 ag self test which generated a positive result. The consumer reported having a high fever. Although requested, no additional information including treatment and outcome was provided.